Event description:
The customer reported that the ortho provue analyzer falsely interpreted patient results as negative during 2-cell screen testing. If the falsely graded results were released, the risk of death or serious injury would not be remote. A physician questioned the results, preventing erroneous test results from being reported.

Manufacturer narrative:
An ocd field engineer indicated that the gel camera was not adjusted properly and the gripper was not holding the gel cards at the optimal angle. The fe performed the appropriate adjustments and returned the instrument to expected operation.